Event description:
A surgeon reports a pt complained of "foggy" vision in her right eye following intraocular lens implant surgery. The pt has bilateral intraocular lens implants (same model for each eye) and has no problems with the left eye. Reported "foggy" vision persists following lasik enhancement. The pt has been started on drops for dry eye. No plans for further intervention have been identified.